Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the treatment delivery. Error occurred during the operation check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed to deliver the therapy during operation check. The fse evaluated the device onsite. It was determined that treatment delivery failed due to a defective therapy capacitor. The fse replaced the therapy capacitor to resolve the issue and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy capacitor to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.